Event description:
During an attempted implant, when the device was connected, a lead impedance >2000 ohm was measured. Several attempts were made to troubleshoot the anomaly, with no improvements. It appeared that the set screw would not insert completely. The physician elected to implant another device.